Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 due to driveline infection. A gallium scan revealed increased activity involving a soft tissue mass overlying the inferior portion of the sternum, and lowermost sternotomy wire, suspicious for soft tissue infection/abscess and possibly involving the sternal suture. The patient underwent surgery for driveline rerouting and incision and drainage on (B)(6) 2020. They were also treated with intravenous antibiotics.